Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced as it was found to be in safety mode. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as the hospital did not return the device.